Manufacturer narrative:
An evaluation of the provided information has been made available. Event description: it was reported that patient needed revision surgery because of a postoperative hematoma. Review of received data: journal article: "reverse total shoulder arthroplasty for acute head-splitting, 3- and 4-part fractures of the proximal humerus in the elderly"; florian grubhofer, karl wieser, dominik c. Meyer, sabrina catanzaro, silvan beeler, ulf riede, christian gerber; journal of shoulder and elbow surgery. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Due to significant lack of information it is impossible to performed a meaningful analysis of the event therefore, an exact root cause for the hematoma could not be determined. Zimmer (B)(4) consider this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported in a medical journal that 4 complications happened on different patients that received an unknown anatomical shoulder glenoid head. According to the article, one of the patients was revised after 2 years due to postoperative hematoma. Implant and explant dates are unknown. Journal article: "reverse total shoulder arthroplasty for acute head-splitting, 3- and 4-part fractures of the proximal humerus in the elderly"; florian grubhofer, karl wieser, dominik c. Meyer, sabrina catanzaro, silvan beeler, ulf riede, christian gerber; journal of shoulder and elbow surgery.